Event description:
It was reported that during a cholecystectomy procedure, clips didn't close correctly. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.